Manufacturer narrative:
.

Event description:
It was reported in 2007, the patient was seen in the office for lower back, buttocks, leg and foot pain. The patient's pain was reported to be 10/10, despite increasing the methadone intrathecal pain pump. The pump medication was changed to primary being methadone. The pain was from a burning sensation in his feet and sharp stabbing pain across his buttocks, there was no new weakness, numbness or tingling sensations. The pump was accessed and the remaining drug was withdrawn and a fresh supply of 30 mg, per day of hydromorphone, 4 mg of compounded baclofen, 30 mg of bupivicaine was injected into the pump. The pump was then reprogrammed to reflect a new simple continuous rate 15.984 mg hydromorphone, 2.1312 mg baclofen/day, .5328 ml./day bupivicaine. Bridging bolus was given. The pump was reprogrammed with a new reservoir and adjusted to a total ptm rate of 1.498 mg/day every 60 minutes on a prn basis not to exceed 12 intervals in a 24 hour period. The pump had previously contained methadone 25.0 mg at a dose of 16.605 mg/day and compounded baclofen 4000 mcg/day. The patient was scheduled to return to the clinic the following month, for a pump refill. The patient was found floating, expired in his swimming pool on the previous month. Interrogation of the pump postmortem revealed one successful activation and several lockout and unsuccessful attempts to activate. The manufacturer's representative was called to interrogate the pump at which time 4 ccs of drug was aspirated and sent to the manufacturer for analysis. The actual aspirated volume was equal to the expected reservoir volume. The patient reportedly had "multiple health issues" and had discussed suicide with the hcp on various occasions. An autopsy was performed; final results are pending toxicology results. The medical examiner will not release the pump to the manufacturer; the pump is to be returned to the wife following the investigation.